Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a non-safety defect in the product. The customer reported a display issue when visualising the multi-leaf collimator for transverse slices. It was ascertained that this was a display issue in the transverse/sagittal/coronal views which would not result in a mistreatment. The application provides multiple other ways that a user can utilise in order to evaluate the plan. Based on the available information there has been no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a display issue when visualising the multi-leaf collimator for transverse slices.